Manufacturer narrative:
On october 28, 2021, mentor received additional information indicating that the patient has also been diagnosed on (B)(6) 2021 with right breast implant deflation and has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5089164) that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 525cc mentor smooth round moderate profile saline breast prostheses, suffered several unexplained systemic symptoms, including auto-immune (hashimotos), neurological (migraines), endocrine issues, metabolic issues, extreme fatigue, brain fog, memory loss, joint pain, hair loss, dry skin, dry hair, premature aging, weight problems (30 lb gain), inflammation, poor sleep, insomnia, dry eyes, decline in vision, hypothyroid symptoms, hypo-adrenal symptoms, hormone imbalance, diminishing hormones, early menopause, slow healing, easy bruising, throat clearing, cough reflux, metallic tastes, vertigo, digestive issues, gastrointestinal issues, acid reflux, gerd, gastritis, leaky gut, ibs, fevers, night sweats, intolerant to heat, intolerant to cold, persistent bacterial infections, persistent viral infections, persistent fungal infections, yeast infections, sinus, ear ringing, sudden food intolerance, sudden food allergies, headaches, migraines, ocular migraines, heart palpitations, sore joints of shoulders, aching joints of shoulders, aching joints of hips, sore joints of hips, sore joints of backbone, aching joints of backbone, hands swollen, feet swollen, tender lymph nodes in underarm, tender lymph nodes in throat, tender lymph nodes in neck, dehydration for no reason, frequent urination, numbness sensation in upper limbs , tingling sensation in upper limbs, numbness sensation in lower limbs, tingling sensation in lower limbs, cold hands, cold feet, discolored hands, discolored feet, general chest discomfort, shortness of breath, pain, burning sensation around implant, burning sensation around underarm, random shooting pain in breasts, liver dysfunction, kidney dysfunction, anxiety, depression, sudden gluten intolerance, sudden diary intolerance, mood swings. The patient also suffered right side capsular contracture; baker grade iii, post-operatively. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 28, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On february 21, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was found within the crease/fold on the anterior view, measuring approximately 0.1 cm. The lay community, the popular press, and medical literature have raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis, and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in the manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to the particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants.¿ based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On 11/5/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).